Event description:
While disconnecting all the wires and tubing at the end of the case, the suction irrigator started to run as if someone was pressing the button down to use it. However, not one was touching it. It began to smoke near the blue button, so the surgical tech moved it away from the patient and onto the floor. The circulator located where the battery pack was, and the surgical tech pulled the top off releasing the batteries. The smoke ceased; pictures were taken.